Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported following an unrelated procedure where ipg was not placed in surgery mode and pc displayed the message "cannot connect to generator. The generator is not responding." Cp logs confirmed that ipg found in service app mode. Cp was able to repair the ipg. Ipg connected to the cp and started a session.